Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual inspection was performed on the returned device. The deployment difficulty and resistance with the thumbwheel was not confirmed due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the distal shaft was entrapped or restricted within the anatomy preventing the shaft lumens from moving freely and causing resistance with the thumbwheel; however, this could not be confirmed. The additional treatment was due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an 80% stenosed and concentric lesion in the proximal common iliac artery. Following pre-dilatation, a 9x80mm absolute pro .035 self-expanding system was being deployed; however, at 50% deployment a strong resistance was felt and the thumbwheel could not be turned anymore. The lock mechanism of the handle was fully open. It was then decided to break the handle and pull back the outer member of the delivery catheter to release the stent. The procedure was successfully completed by fully deploying the stent within the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.